Event description:
It was reported that the patient experienced a fast deterioration of the left ventricular assist device (lvad) flow at home from approximately 4 lpm to around 2.5 lpm. The patient was examined at the hospital and was having signs of right ventricular failure and liver dysfunction. An echocardiogram (echo) sowed a dilated left ventricle with an opening aortic valve and mild regurgitation. The aortic valve was not reacting upon increasing lvad speed. A computed tomography angiography (cta) did not confirm any outflow graft limitations. The patient needed to be ventilated with advanced inotrope and vasopressive support. Given the critical conditions, the team was indicating thrombolysis therapy as the patient was not able to undergo any surgical procedures. Log files were taken.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: type of report corrected. Section h6: medical device problem code corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information was received that it was possible that some residual fibrin deposit remained inside the pump due to the pump stop on (B)(6) 2024. The cause of the low flows was unknown while international normalized ratio (inr) was in therapeutic range. Outflow graft obstruction and stenosis were ruled out via an angiography. Right ventricular function was normal. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was further communicated on (B)(6) 2025 that the patient passed away due to multi organ failure (mof). The outcome was not considered device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a thrombus formation in the outflow graft. Review of the submitted log files confirmed the reported drop in pump flow resulting in low flow alarms. These events appear consistent with the confirmed thrombus. Additionally, a direct correlation between the heartmate 3 lvas and the reported right heart failure, liver dysfunction, respiratory failure, regurgitation, and subsequent patient outcome could not be conclusively established during this evaluation. The submitted controller event log file contained events on (B)(6) 2024. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. Approximately 9¿ of the outflow graft was returned attached to the pump cover outlet port, with the outflow graft bend relief properly engaged to the graft hardware. The apical cuff was not returned. Examination of the lumen of the sealed outflow graft revealed a pink, tissue-like thrombus. The thrombus obstructed a significant portion of the outflow graft attachment. There appeared to be a narrow blood flow path formed within the center of the thrombus. Once removed from the outflow graft hardware, the thrombus appeared to be firm and well-structured and retained its shape. A specific origin and length of time that the thrombus was within the outflow graft could not be conclusively determined through this evaluation; however, a gradual decrease in flow was observed in the submitted controller periodic log files beginning on (B)(6) 2024 which could be attributed to the identified thrombus. Examination of the textured, blood-contacting surface of the inflow cannula lumen revealed a red, soft deposition within the distal end. This deposition extended upwards in the inflow cannula, towards the proximal edge. A similar deposition was observed inside of the pump cover¿s volute and cutwater, partially extending into the pump outflow. The lack of structure of these depositions suggests that they developed acutely, likely due to poor surface washing as a result of the confirmed decrease in pump flow. The retrieved left ventricular assist device (lvad) event and periodic log files captured decreased pump flow on the outcome date of (B)(6) 2024. Despite the observed decrease in flow, the pump appeared to function as intended. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU lists potential adverse events, including pump thrombosis, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. This section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The IFU also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook and section 7 of the IFU provide information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was adequately anticoagulated with warfarin and had an at-home international normalized ratio (inr) monitor. Their latest inr was 2.9 one week before admission. The patient had cut their driveline and modular cable on (B)(6) 2024 which caused a ~3 hour long pump stop. The driveline was restored successfully and the pump started without any problems. There was no embolism at that time and none ever since. The patient did not have clinically relevant right heart failure or aortic valve issues/regurgitation prior to left ventricular assist device (lvad) implant. The patient was stable on 40mg of furosemide daily and their sildenafil was weaned. A drop in pump flow and backward and forward failure caused or contributed to the patient's right heart failure. It was unlikely that a device related issue cause/contribute to aortic valve issues/regurgitation. A computed tomography angiography (cta) and invasive angiography of the pump and outflow graft was performed. The patient's liver dysfunction was determined to be caused by acute heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event.